Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The fse checked the bios settings and found that the hard disk boot sequence was abnormal. The fse changed the hard disk sequence, and then the system was boot up normally. After functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.